Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an ipg pocket revision on (B)(6) 2019 where the ipg was moved to a lower position due to pain at the ipg site. The pain issue has resolved.